Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. (B)(4).

Event description:
(B)(4). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.